Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log shows that at 12:50 pm on (B)(6) 2017 the device was programmed to infuse phenylephrine 50mg/250ml at a rate of 6ml/hr with a vtbi of 100ml. The infusion continued until 1:20 am on (B)(6) 2017 when the user programmed a delay for 60 minutes. During the infusion the dose was changed 4 times and infused at rates of 6ml/hr, 9ml/hr and 10.5ml/hr. At 2:05 am, the door was opened and the device alarmed for flo stop open for 2 seconds. The device then alarmed for check IV set. At 2:06 am, the device was removed from the system. The volume recorded as being infused during this period was 94.918ml. Functional testing showed the device was delivering fluid slightly out of specification on the low side (underinfusing), which would not have contributed to the reported event. After calibration, the device was found to deliver fluid within specification. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported that neo-synephrine infused faster than expected. A replacement bag of neo-synephrine was hung at 0112. The patient's sbp (systolic blood pressure) was 98. At 0125 the patient become hypertensive with a sbp of 190-200 and complaints of pain and a headache. The infusion was paused. An infusion of cleviprex was started for the hypertension, and the bp decreased to less than 150. Approximately 20 minutes later the user checked the neo-synephrine bag and found at least 100 ml missing from it. The neo-synephrine module remained in an idle state due to the previous pause/delay, and displayed a setting of 10.5ml/hr or 35mcg. The pump module was sent to biomed. The blood pressure stabilized, and the patient no longer complained of a headache. No other patient effects were reported.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an unspecified medication was expected to infuse in 30 minutes and bag emptied faster than expected. No patient harm was reported.